Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. After a non-bsc guide wire crossed the lesion, a 1.2mmx15mmx141cm fg coyote fc otw (emerge¿) balloon catheter was advanced for dilatation. During an attempt to remove the device, resistance was encountered. The non-bsc guide wire was unable to be removed. The non-bsc guide wire and the emerge¿ balloon catheter were removed together. The guide wire was able to removed from the balloon and was then re-advanced to the lesion. The procedure was completed using a 1.5-15/3.2t/141cm coyote es otw balloon. No patient complications were reported and patient status was good.